Manufacturer narrative:
A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during vitrectomy surgery, the patient presented with intraoperative bleeding. The surgeon believes this is not related to the equipment. Additional information has been requested.